Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down unexpectedly. There was no impact to the customer's blood glucose level. The customer reverted to manual injections for alternate insulin therapy. Although requested, no additional information was provided on the reported event.